Event description:
The handpiece tip overheated during use in a wisdom tooth extraction procedure and the patient received a burn to the inside of their lower left lip. The patient's injury is reported to be healing normally without need of any additional medical treatment.